Event description:
It was reported that the catheter was broken. A 105/20 renegade¿ hi-flo¿ was selected to treat a moderately tortuous target lesion located in the hepatic artery. In preparation for a transarterial chemoembolization, the physician unpacked the device and it was observed that the catheter was broken. The device never entered the patient and the procedure was completed with another of the same device. No complications reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).